Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not reuse cartridges or use cartridges other than those manufac­tured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Reportedly, the customer loaded a previously used cartridge onto the pump before the error message occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge to address the event and resumed insulin delivery.